Event description:
It was reported that the target lesions were located in the proximal left anterior descending artery (lad) and the mid left circumflex (lcx). A xience prime 3.0 x 33 mm stent was deployed in the proximal lad lesion. A xience prime 3.0 x 28 mm stent was attempted to be deployed in the lcx; however, the xience prime 3.0 x 28 mm stent dislodged. A snare was used to retrieve the dislodged stent. While pulling back the dislodged xience prime stent, the implanted xience prime 3.0 x 33 mm stent became explanted and was also pulled back. Both stents were removed from the anatomy and non-abbott stents were used to complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned for evaluation. The reported device damaged by another device (explanted) could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent damaged by another device (explanted) reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience prime referenced is being filed under a separate medwatch report.